Manufacturer narrative:
The system was serviced in the field and failed mechanical testing due to the x-stage cover restricting motion in the x direction. The x-stage cover was pushed down which was binding the motion. The cover was removed, the dents were flattened out, and the cover was reinstalled. After this, the gantry was able to extend the gantry without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not move in all the way, that it only goes in about halfway in towards the home position. It was noted that there was a loud bang before the gantry would stop and then not finish moving in. There was no patient involved.